Manufacturer narrative:
Block e1: initial reporter phone: (B)(6). Block h6: problem code 1504 captures the reportable event of balloon pinhole. Block h10: investigation result a visual examination of the complaint device found that the device did not have any visual defects and there are no kinks or damage noted on the shaft of the device; however, under the vision system, two pinholes were noted on the balloon material. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge but none of them showed abnormalities. Functional evaluation was performed, and the balloon was inflated; however, a leak was noted due to two pinholes located over the ro marker of the balloon. This failure is likely due to factors or conditions related to the procedure that could have affected its performance and its intended purpose, such as the technique used by the physician during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
Note: this report pertains to one of two maxforce biliary dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that two maxforce biliary dilatation balloons were used in the common bile duct during a dilatation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon was inflated to 4 bar, but the pressure of the device suddenly dropped to 0 bar. Reportedly, the device was removed from the patient to be inspected and tested, and it was found that the balloon was leaking due to several small spots located at the distal end of the balloon. The same issue occurred with the second maxforce biliary balloon. The procedure was completed with another maxforce biliary dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Initial reporter phone: (B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two maxforce biliary dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that two maxforce biliary dilatation balloons were used in the common bile duct during a dilatation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon was inflated to 4 bar, but the pressure of the device suddenly dropped to 0 bar. Reportedly, the device was removed from the patient to be inspected and tested, and it was found that the balloon was leaking due to several small spots located at the distal end of the balloon. The same issue occurred with the second maxforce biliary balloon. The procedure was completed with another maxforce biliary dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.